Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure the stent of a 4.0 x 38 mm multilink 8 stent delivery system (sds) did not expand after it was released. There were no reported adverse patient effects and no intervention to prevent a serious injury was reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: return device status was updated from returning to not returning. Correction: registration #. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported difficult to deploy the device cannot be determined; however, difficulty deploying the stent may be attributed to several factors including, but are not limited to, stent placement, patient anatomical morphology (calcification, tortuosity), inflation technique during use of the product or undersizing of the vessel. In this case, it is possible that inflation technique during use of the product may have contributed to the reported difficulty to deploy; however, based on the information provided and without the product to examine, a conclusive cause for the reported difficulty deploying the device cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.